Event description:
Pt with advanced als was driving their wheelchair under their computer desk. Before pt hit the switch to change the controls from their right hand to their head, the hand control wedged under the desk in the forward position and the wheelchair went forward under the desk and pinned their legs between the back of the desk & the wheelchair.